Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The biomed was cleaning the unit and performed an electrical safety check. This is when he found the reported issue.

Event description:
It was reported that during the use of the device for a non-clinical activity, the user facility's biomedical engineer (biomed) found high leakage current would go above specification while heating. The customer was still using the unit. There was no patient involvement.